Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to low impedances. Investigation was unable to identify which lead extension attributed to the issue. Surgical intervention may be pending to address the issue.